Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-1927bcf-45 batch 15197683 was received for evaluation. Functional testing was performed by moving the screw out of the shaft. No issues found. Visual evaluation revealed that the screw was damaged at the tip, the threads were bent, and no damage to the suture or handle was noted. The most likely cause of the reported failure is user error, specifically improper bone preparation, excessive force, and misalignment of the insertion.

Event description:
On 7th april 2025, it was reported by an arthrex employee via email that 2 units of ar-1927bcf-45, 4.5 mm biocomposite-corkscrew® ft suture anchor with one #2 fiberwire® and one tigerwire®, anchor broke during insertion. The 1st unit of ar-1927bcf-45's anchor broke during insertion and another new ar-1927bcf-45 was used but the same issue happened. This was detected during a rotator cuff repair procedure on 2025. The (B)(6) procedure was successfully completed by using another new ar-1927bcf-45 instead. Ar-1927ptb-45 was used to prepare the bone socket, and no fragments were left in the patient. There was no patient harm, and no secondary procedure needed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.